Event description:
In 2009, it was reported by a user facility (a hospital) to terumo cardiovascular that during a cardiopulmonary bypass procedure, a segment of circuit tubing became "kinked", thereby preventing the overpressure valve on the blood reservoir to function properly. As a result, air was allowed to move into the venous line and ultimately enter the right side of the pt's heart. The report from the user facility reported that intervention was necessary and that the pt did suffer some degree of injury as a result of this event. The extent of the injury is unk at the time the report was generated, although the pt was reported as being "ok" and that the ventricles in the brain were clear.

Manufacturer narrative:
At the time that this MDR was generated, terumo was waiting the suspect device to be returned to the manufacturing site so that a detailed investigation can be conducted. Upon receipt of additional info, a follow-up report will be submitted.